Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00416 and 3003742446-2011-00316. Information received from the (B)(4) study indicated that a patient experienced restenosis after having a coronary artery stent implanted and later died. The patient's medical history is significant for angina, previous percutaneous intervention, hypertension, hyperlipidemia, cerebral vascular accident, congestive heart failure, diabetes, renal insufficiency a skin rash and other unspecified allergies. The patient was enrolled in the cypress study with four vessel disease, however, only two vessels were treated. There was an 80% lesion in a vein graft feeding the mid left anterior descending branch. The lesion was 10mm in length and the vessel was 3mm in diameter. A 3.0 x 13mm cypher stent was implanted. There was also an 80% lesion the distal circumflex (cx). This lesion was 10mm in length and the vessel was 3mm in diameter. The lesion was pre-dilated and a 3.0 x 13mm cypher stent was implanted. During a six month follow-up the patient reported stable angina, angiography was performed and revealed restenosis in the stent in the distal cfx. The event was treated with balloon angioplasty. One year after the index procedure the patient had recurrent angina, angiography revealed restenosis of the distal cfx and revascularization was performed. Approximately one month later the patient died from unknown causes. Emergency medical services noted no pulse on arrival. No treatment was done. The cause of death was unknown. No autopsy was performed and a death certificate is not available. According to the investigator, the event was not related to cordis product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Death and restenosis is a known potential adverse event associated with implanting coronary artery stents. With the limited information provided it is not possible to identify an exact cause for the events but the patient's extensive medical history of renal insufficiency, previous stroke, hypertension, diabetes and congestive heart failure may have contributed to the reported events. There is nothing to suggest that there is a design or manufacturing related issue therefore action is required.

Manufacturer narrative:
The product is not available for evaluation. Concomitant devices include a 3.0 x 12mm, non-cordis, balloon catheter was used during the index procedure. Additional information will be submitted within 30 days from receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00416 and 3003742446-2011-00316.

Event description:
Information received from the (B)(4) study indicated that a patient experienced restenosis after having a coronary artery stent implanted. The patient's medical history is significant for angina, previous percutaneous intervention, hypertension, hyperlipidemia, cerebral vascular accident, congestive heart failure, diabetes, renal insufficiency a skin rash and other unspecified allergies. The patient was enrolled in the cypress study with four vessel disease, however, only two vessels were treated. There was an 80% lesion in a vein graft feeding the mid left anterior descending branch. The lesion was 10mm in length and the vessel was 3mm in diameter. A 3.0 x 13mm cypher stent was implanted. There was also an 80% lesion the distal circumflex. This lesion was 10mm in length and the vessel was 3mm in diameter. The lesion was pre-dilated and a 3.0 x 13mm cypher stent was implanted. During a six month follow-up the patient reported stable angina, angiography was performed and revealed restenosis in the stent in the distal cfx. The event was treated with balloon angioplasty. One year after the index procedure, the patient had recurrent angina, angiography revealed restenosis of the distal cfx and revascularization was performed. Additional information was received that reported one year after the index procedure, the patient died. Emergency medical services noted no pulse on arrival. No treatment was done. The cause of death was unknown. No autopsy was performed and no death certificate was available. According to the investigator, the event was not related to cordis product.